Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to doctor measurement error. The lens was exchanged for another icm125v4, but different diopter power -14.0, and the problem was resolved.

Manufacturer narrative:
(B)(4)- no known impact or consequence to patient. (B)(4).

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - when a wrong lens power is implanted an exchange with the correct lens power resolves the problem. The secondary intervention is usually done by means of same incision which would not require incision enlargement and/or suturing due to the foldable properties of the collamer material (icl). (B)(4). The wrong model lens was returned.